Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported systemic inflammatory response syndrome and infection could not be conclusively established through this evaluation. The device was not explanted for evaluation. The submitted log files will be reviewed under the system controller investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the device was functioning within normal parameters at the time of the event. Sirs could not be confirmed as no autopsy was performed. There was no driveline infection in place. The patient had been given a broad-spectrum antibiotic. The device operated as expected. The controller did not end up being exchanged but was returned following patient outcome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after installing the backup battery (ebb) into the system controller an ebb fault was directly displayed. This occurred following left ventricular assist device (lvad) implant. Disconnecting and reconnecting the ebb solved the issue at first, but the alarm came back in the afternoon. The process was repeated but this time the alarm was still there. Another ebb was tried then but this effort did not resolve the ebb fault. A controller exchange was planned for the next day when the vad-coordinator was back in the hospital. The patient passed away on (B)(6) 2025 due to unknown-suspected systemic inflammatory response syndrome (sirs).the patient developed sudden fever with temperatures around 40°c which ended in a massive vasoplegia. A sirs was suspected; any started therapy was refractory to the situation. No lvad related events were mentioned which could lead to the outcome. An autopsy was not performed. The device was not explanted.